Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
It was reported that a patient experienced an allergic reaction to sodium hypochlorite. The reported symptoms include pain, swelling and redness from the sub orbital area to the boarder of the mandible. The clinician reported that the patient sought medical attention for the reaction, but did not indicate what the treatment was. The patient's symptoms have improved since treatment.

Manufacturer narrative:
Retain product was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.